Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during percutaneous endoscopic gastrostomy (peg) procedure on an unknown date. According to the complainant, the balloon ruptured within a month of the initial placement. The procedure to replace this device was completed with another corflo cubby low profile gastrostomy device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received, therefore, the cause of the reported event is undetermined.